Event description:
The customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate, the customer did not hear the pump clicking for the basals. The customer could not be disconnected to continue the testing. The customer would call back when there is someone to assist with the testing.